Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that when attempting to implant the 2.00x23mm xience pros drug-eluting stent, a balloon leak was observed; therefore, unable to deploy the stent. Upon withdrawal, the partially expanded stent was noted to be crushed. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material rupture/leaks include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. It should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Additionally, the reported activation failure appears to be related to operational context of the procedure as it is likely the reported material rupture prevented the device from fully inflating causing the reported activation failure. After removal it was reported the stent was noted to be crushed. It is likely the partially expanded stent interacted with patient anatomy and/or procedural devices during removal resulting in the reported deformation (crushed appearance) of the stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 correction: medical device problem code 1354 removed

Event description:
Subsequent to the previously filed report, additional information reported that the leak was noted during balloon inflation. No additional information was provided.